Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. As treatment, manual injections using a insulin pen were given.